Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the down button is intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: there was no visible damage to the keypad. The down & ok buttons had an intermittent response while the up & contrast buttons responded properly. Removing the keypad revealed contamination under all of the button contacts. Unrelated to the initial complaint, the pump booted to the verify screen with dim pink contrast.